Manufacturer narrative:
H.6. Investigation: there was no sample or photo provided to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The probable root cause for the leakage could be due to valve issue. CAPA# 1379444 has been initiated to address the issue. 8041187-2020-00668-1 see h.10.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter leaked during use. The following information was provided by the initial reporter, translated from dutch to english: "when administering contrast, venflon leaked."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd venflon¿ pro safety shielded IV catheter leaked during use. The following information was provided by the initial reporter, translated from dutch to english: "when administering contrast, venflon leaked."